Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
Sharma, m., deogaonkar, m. Accuracy and safety of targeting using intraoperative "o-arm" during placement of deep brain stimulation electrodes without electrophysiological recordings. Journal of clinical neuroscience : official journal of the neurosurgical society of australasia. 2016. 0967 jan 8. Doi: 10.10.1016/j.jocn.2015.06.036 summary: the aim of our study was to investigate the accuracy of targeting using intraoperative 'o-arm' during deep brain stimulation (dbs) surgery non-identifiable patient reported events: 1. 1 deep brain stimulation (dbs) patient developed a superficial infection three weeks after the surgery which required removal of the dbs system. 2. 1 patient with dbs for dystonia underwent replacement of a fractured lead. 3. 1 patient with dbs for parkinson's disease underwent replacement of a fractured lead. The authors noted that each patient was implanted with either a 3389 or 3387 quadripolar electrode. Follow-up to the article's corresponding author has been requested for patient/device info, event dates, patient outcome, and to clarify which patients currently unidentifiable patient events are related to. Diagnostics/troubleshooting, actions/interventions, and potential causes were requested where applicable. A supplemental report will be submitted if additional information is received. See attached literature article.

Event description:
Additional information received from the company representative reported that they had spoken with the corresponding author, who stated that the "complications have nothing to do with medtronic." No additional details regarding specific events were provided.